Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 28.2 mmol/l (507.6 mg/dl) nausea and stomach cramps, while wearing the pod on the arm between 4 and 24 hours. A new pod was applied at home. At the hospital, the patient was given a manual insulin injection with a syringe, urine and blood tests were performed as well.